Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the wheel would not spin when the pedal was pushed. No pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway upon completion the result will be forwarded.